Event description:
Since being implanted with the essure birth control device, I have suffered many numerous side effects. I have suffered severe pelvic pain, had developed irregular and very heavy periods, brain fog with forgetfulness, rashes and allergies, hair loss ot name some of my symptoms. I did have the device removed. I have suffered and have been in and out of the hospital and have had several surgeries. This device has to be pulled from the market. It has been extremely harmful and dangerous to my health.